Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a low insulin alert occurred. Reportedly, the cartridge still had insulin remaining at the time of the alert, the customer was scheduled to change the cartridge on the following day. The customer received a temperature alarm. Subsequently, while the pump was charging the pump declared a power alert, then a malfunction alarm occurred. Customer's blood glucose level was 270 mg/dl, which was addressed with a manual injections. Reportedly, the customer had manual injections available as alternate insulin therapy.